Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, dissection is listed in the instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily tortuous, and moderately calcified de novo lesion in the proximal right coronary artery (rca). Following pre-dilatation with a 1.5x12mm balloon at 12-14 atmospheres (atms) a 4.0x38mm xience prime stent was implanted. Additionally, a 2.75x18mm xience prime stent was implanted in the left circumflex artery. Post-implant, a dissection was observed at the distal edge of the stent in the rca. A 3.5x33mm xience prime stent was used to successfully cover the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.